Manufacturer narrative:
(B)(4). Batch # p57j9w. Device evaluation: the analysis found that one sr75 reload was received fully loaded with staples, locked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy, the surgeon reported that the reload could not install into the device. He finally opened another two reloads and there was no affect to the patient. The surgery was completed smoothly. There were no patient consequences reported.